Event description:
It was reported that during a vascular procedure, the jaws would not close properly. Another device was used to complete the procedure. There was no pt consequence. One device will be returned.

Manufacturer narrative:
Malformed clip. Eval summary: the analysis results for the mcs20 instrument was returned in good physical condition. The instrument was cycled, fed, and formed 11 clips properly and ejected 1 clip. No conclusion could be reached on the analysis results as to what may have caused the feeding issue. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.